Event description:
Reporter indicated that during software upgrade handheld screen became frozen. Troubleshooting did not resolve the issue. Good faith attempts are being made to retrieve product for product analysis.

Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a serious injury of death.